Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm at 4.0 lbs during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during prime. The customer's blood glucose was 237 mg/dl at the time of incident. The insulin pump was returned for analysis.